Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A device history record review revealed no issues that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. The customer's allegations were confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image had a clarity issue. There were no reports of patient harm.

Event description:
It was reported, that the subject device's image had a clarity issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.